Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full a nalysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient had bacteremia. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.